Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was resetting. The cause for the failure was isolated to shorted u13 (coms flash microcontroller) and q1 (current controlling transistor) components on the bedside board. In addition, the battery board was contaminated. The root cause for the shorted components could not be positively identified. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
After reviewing a (B)(6) female patient's download called zoll customer support reported that the patient was receiving battery charger faults. The patient was contacted and issued a replacement battery charger/modem.